Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump powers with returned battery cap to a dim discolored display. Battery cap is able to fully tighten. Battery compartment crack observed in thread area. Multiple eaw 177 low battery warnings observed in black box. Evidence of a partially discharged battery being installed observed in bb on (B)(6) 2014. Current draws within specifications; idle- 70ma, sleep- 00ma, load- 180ma, rewind- 160ma. Pump case was removed, no evidence of moisture or loose components inside pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.